Event description:
It was reported that the insulin pump alarmed button error. Customer's current blood glucose reading is 278 mg/dl and has treated with the insulin pump. Customer stated that she ate and stayed disconnected for too long. Customer also stated that she fell in the pool with the insulin pump. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.